Event description:
It was reported that the pta balloon ruptured at the first inflation below rbp. The catheter was removed in its entirety without incident. Another balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related caused for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The investigation is confirmed for a shaft break near the strain relief. The investigation in unconfirmed for material rupture, as no balloon ruptures were identified. It is likely that the customer perceived the shaft break as a balloon rupture as the balloon would not hold pressure due to the break. Per the reported events, hand syringes were used during the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.